Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe experienced wet substance on the plunger. The following information was provided by the initial reporter: customer claims after several uses they noticed a wet substance on the syringe plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: two photos were received and evaluated. The photos both appeared to be identically displaying a plunger's stopper assembly (p/n 301027). A liquid substance was present on the stopper face. The liquid appeared to be silicone lubricant normally used in the manufacturing process, of which the normal expected amount was present. The product as shown was acceptable per product specification. Device history review: release date: 06/18/2022. Released quantity was (B)(4) all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #2152955 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe experienced wet substance on the plunger. The following information was provided by the initial reporter: customer claims after several uses they noticed a wet substance on the syringe plunger.